Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the bile duct of the patient on (B)(6), 2010. This procedure was performed as part of the (B)(6) study. According to the complainant, a cholangiogram on (B)(6), 2010 revealed a proximal biliary stricture. The patient subsequently underwent a biliary stenting procedure secondary to liver transplant. During this procedure, a sphincterotomy was not performed, and the physician was able to deploy the wallflex study stent satisfactorily across the stricture. The subject was treated as an outpatient. On (B)(6) 2010, during the per-protocol stent removal, the physician noted that the study stent had migrated from the ampulla to the common bile duct, and that the stricture was still present. During an attempt to remove the stent with rat tooth forceps, the patient began to bleed at the location of the stent. No intervention was required as the bleeding ceased on its own accord (no transfusion required). The physician decided to place a plastic stent within the migrated study stent. Another attempt to remove the stent will be made within the next few weeks. Additionally, the physician cleared out sludge from the study stent, dilated the stricture, and performed a sphincterotomy. The patient was reported to be in good condition following this procedure. ** additional information received since (B)(6) 2010. ** on (B)(6) 2010, when the stricture site began to bleed during the attempted stent removal, a balloon tamponade was used to cease the bleed. On (B)(6) 2010, a reintervention was performed to remove the study stent that was unable to be removed on (B)(6) 2010. At this time they were able to successfully remove the study stent. Afterwards, a cholangiogram revealed a recurrent stricture, and a new non-study stent was implanted. Due to the implantation of a non-study stent, the patient has been un-enrolled from this study, and additional information regarding his condition will not be available.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the bile duct of the patient on (B)(6) 2010. This procedure was performed as part of the (B)(4) study. According to the complainant, a cholangiogram on (B)(6) 2010 revealed a proximal biliary stricture. The patient subsequently underwent a biliary stenting procedure secondary to liver transplant. During this procedure, a sphincterotomy was not performed, and the physician was able to deploy the wallflex study stent satisfactorily across the stricture. The subject was treated as an outpatient. On (B)(6) 2010, during the per-protocol stent removal, the physician noted that the study stent had migrated from the ampulla to the common bile duct, and that the stricture was still present. During an attempt to remove the stent with rat tooth forceps, the patient began to bleed at the location of the stent. No intervention was required as the bleeding ceased on its own accord (no transfusion required). The physician decided to place a plastic stent within the migrated study stent. Another attempt to remove the stent will be made within the next few weeks. Additionally, the physician cleared out sludge from the study stent, dilated the stricture, and performed a sphincterotomy. The patient was reported to be in good condition following this procedure. Additional information received since (B)(4) 2010. On (B)(6) 2010, when the stricture site began to bleed during the attempted stent removal, a balloon tamponade was used to cease the bleed. On (B)(6) 2010, a reintervention was performed to remove the study stent that was unable to be removed on (B)(6) 2010. At this time they were able to successfully remove the study stent. Afterwards, a cholangiogram revealed a recurrent stricture, and a new non-study stent was implanted. Due to the implantation of a non-study stent, the patient has been un-enrolled from this study, and additional information regarding his condition will not be available. On march 17, 2011 the following new information was reported to boston scientific: during the stent removal procedure on (B)(6) 2010, the plastic stent was removed, and a papillotomy was performed. It was reported that the stent was "very tough" to remove. The patient experienced a bleed; however no adverse events were reported. After the stent removal procedure, the stricture was dilated with a balloon. The patient was scheduled to come in for a follow up procedure in eight weeks; however has since un-enrolled from the study, therefore, additional information regarding his condition will not be available.

Manufacturer narrative:
(B)(4). Bleeding without sequelae; non-surgical medical intervention required. (B)(4) - stent migrated. (B)(4) - stent blocked/occluded. (B)(4) - stent difficult to remove. Study source: (B)(4). Foreign source: (B)(6). Since the complaint device remains implanted, it will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the bile duct of the patient on (B)(6) 2010. This procedure was performed as part of the (B)(4). According to the complainant, a cholangiogram on (B)(6) 2010 revealed a proximal biliary stricture. The patient subsequently underwent a biliary stenting procedure secondary to liver transplant. During this procedure, a sphincterotomy was not performed, and the physician was able to deploy the wallflex study stent satisfactorily across the stricture. The subject was treated as an outpatient. On (B)(6) 2010, during the per-protocol stent removal, the physician noted that the study stent had migrated from the ampulla to the common bile duct, and that the stricture was still present. During an attempt to remove the stent with rat tooth forceps, the patient began to bleed at the location of the stent. No intervention was required as the bleeding ceased on its own accord (no transfusion required). The physician decided to place a plastic stent within the migrated study stent. Another attempt to remove the stent will be made within the next few weeks. Additionally, the physician cleared out sludge from the study stent, dilated the stricture, and performed a sphincterotomy. The patient was reported to be in good condition following this procedure.

Manufacturer narrative:
(B)(4). Study source - (B)(4). Foreign source - (B)(6). A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was conducted and found that the device was used in accordance with the protocols for the (B)(4) study. The most probable root cause of the reported issue is being labeled as an anticipated procedural complication.

Manufacturer narrative:
(B)(4): bleeding with out sequelae; non-surgical medical intervention required. (B)(4).

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the bile duct of the patient on (B)(6) 2010. This procedure was performed as part of the (B)(4) study. According to the complainant, a cholangiogram on (B)(6) 2010 revealed a proximal biliary stricture. The patient subsequently underwent a biliary stenting procedure secondary to liver transplant. During this procedure, a sphincterotomy was not performed, and the physician was able to deploy the wallflex study stent satisfactorily across the stricture. The subject was treated as an outpatient. On (B)(6) 2010, during the per-protocol stent removal, the physician noted that the study stent had migrated from the ampulla to the common bile duct, and that the stricture was still present. During an attempt to remove the stent with rat tooth forceps, the patient began to bleed at the location of the stent. No intervention was required as the bleeding ceased on its own accord (no transfusion required). The physician decided to place a plastic stent within the migrated study stent. Another attempt to remove the stent will be made within the next few weeks. Additionally, the physician cleared out sludge from the study stent, dilated the stricture, and performed a sphincterotomy. The patient was reported to be in good condition following this procedure. Additional information received since (B)(4) 2010. On (B)(6) 2010, when the stricture site began to bleed during the attempted stent removal, a balloon tamponade was used to cease the bleed. On (B)(6) 2010, a reintervention was performed to remove the study stent that was unable to be removed on (B)(6) 2010. At this time they were able to successfully remove the study stent. Afterwards, a cholangiogram revealed a recurrent stricture, and a new non-study stent was implanted. Due to the implantation of a non-study stent, the patient has been un-enrolled from this study, and additional information regarding his condition will not be available. On march 17, 2011 the following new information was reported to boston scientific: during the stent removal procedure on (B)(6) 2010, the plastic stent was removed, and a papillotomy was performed. It was reported that the stent was "very tough" to remove. The patient experienced a bleed; however no adverse events were reported. After the stent removal procedure, the stricture was dilated with a balloon. The patient was scheduled to come in for a follow up procedure in eight weeks; however has since un-enrolled from the study, therefore, additional information regarding his condition will not be available. Additional information received since october 19, 2011: during the (B)(6) 2010 study stent placement procedure, the stricture had been previously dilated with a plastic stent and balloon. Additionally, a prior sphincterotomy was performed. On (B)(6) 2010, the migration of the study stent was listed as proximal 1 cm - 3.9 cm. The common bile duct was noted to be almost totally blocked and a very tight common hepatic duct stricture was noted above the metal stent. Additionally, during the study stent removal procedure, the patient experienced a bleed and this was determined to be related to the study stent. On (B)(6) 2010, the bleed was resolved without residual effects. On (B)(6) 2010, during the study stent removal procedure, the patient experienced a bleed and this was determined to be related to the study stent removal procedure.

Manufacturer narrative:
.